Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 1001 mg/dl. Customers reported that the meter was eat by dog, found it on the floor all chewed up and damage. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.